Manufacturer narrative:
This device is used for treatment, not diagnosis. Date of event unknown. The part and lot number combination is unknown at synthes. No DHR review was possible. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Event description:
It was reported that, during surgery, the tip of the device was found to be broken. The device did malfunction during surgery while being used on a patient. It was reported that the event did not contribute to death or injury. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was forwarded to service and repair on (B)(4) 2013. Device was received with a broken tip. All applicable parts were replaced. Device was shipped back to the customer on (B)(4) 2013. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis.(B)(4): no service history review can be performed as this is a lot controlled item. (B)(4)